Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (sicd) identified noise. The patient has a history of undersensing and underwent an exercise screening of the vectors. Primary and alternate vectors passed capture testing at rest; however, secondary vector did not pass. Vectors tested during exercise at 1x and 2x gain. Primary vector at 2x gain deemed most sufficient during peak exercise; however, there were still some missed beats noted. The health care professional requested data review and programming recommendations. The system remains implanted at this time and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.